Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the image interruption was caused by a faulty cable. However, the cause of the faulty cable was established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Initial reporter name and address: (B)(6). The device was returned to olympus for evaluation, the customer allegation was confirmed. Additionally, due to disconnection in cable unit, the displayed image is flickering, the coupler unit is misaligned/damaged, and electrical contact is deteriorated. The cable unit with the coupler will be replaced for correct function. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, that during the preparation for the operation program, the user noticed disturbances in the image on the hd autoclavable camera head. There were no reports of patient harm associated with this event.